Manufacturer narrative:
Unit received with unresponsive select button due to flattened dome (no crease). No stuck button alarm noted. Unit received with the keypad connector at the printed circuit board properly connected. No damage or moisture damage on keypad assembly noted. Unit received with minor scratches on case, broken belt clip rails, pillowing keypad overlay, serial number label missing, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 273 mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm and unable to clear the alarm. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was exposed to a change in altitude. Customer also reported that inserting new battery did not resolve the issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.